Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field r-wave oversensing causing inappropriate mode switch. Programming changes were performed. There were no patient issues.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field r-wave oversensing causing inappropriate mode switch. Further information was requested however, was not provided.